Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigations will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's home monitoring equipment detected an out of range, high shock impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Additional information received that the cause was not determined and that office will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.